Event description:
The event is reported as: a nurse reported that the hemoclip applier did not fire properly during a lap gall bladder surgery. It was "stuck at the end." The surgeon used a different applier and there was no harm to the pt. Pt's current condition listed as fine.

Manufacturer narrative:
Device sample not received by manufacturer in time for this report. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR investigation did not show issues related to complaint. Assessment was conducted and no changes required. The complaint cannot be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.